Event description:
It was reported that prior to a procedure at the user facility the device was leaking. No medical intervention and no adverse consequences were reported with this event.  The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.